Manufacturer narrative:
Reported event: an event regarding altr involving a lfit v40 cocr head that was mated with accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: the available medical records were provided to the consulting clinician for a review which noted that, " no examination of the explanted femoral head, no documented follow-up between 2012 and 2018, no aspiration of the right hip as suggested by the MRI report, and no surgical histopathology diagnostic of altr on the pathology report with the stated pre-operative diagnosis of" ... To rule out altr" are available. This patient's symptoms were first described two months post-operative and were consistent with lumbar radiculitis, trochanteric bursitis, and iliopsoas tendinitis, and it would have been too early at this time to be related to possible trunnionosis. One modest cobalt elevation over seven years after a primary total hip arthroplasty is not unexpected and should not be a prime indicator for revision surgery. Surgical pathology report from the (B)(6)2019 revision surgery notes, ''pre- and post-operative diagnosis ... Routine pathology to rule out altr". Specimen a is described as right hip tissue with " ... Abundant granular brown material associated with lymphohistiocytic inflammatory reaction, fibrosis and fibrinous exudate compatible with adverse local tissue reaction ... Specimen b ... Femoral head ... Gross exam only ... Shiny spherical metal prosthesis." While the surgical pathology report may be described as "compatible with altr" it is not diagnostic as such, might benefit by being reviewed by an orthopaedic pathologist familiar with the entity. Based upon the information available for review, there is no definitive evidence that this clinical situation was related to the implant components." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Its reported by the patient, that she underwent a right total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further reported that after surgery she began to experience groin pain. Blood work revealed elevated levels of cobalt and chromium. The patient underwent revision surgery on (B)(6) 2019.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Its reported by the patient, that she underwent a right total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further reported that after surgery she began to experience groin pain. Blood work revealed elevated levels of cobalt and chromium. The patient underwent revision surgery on (B)(6) 2019.